Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: the device was returned for analysis. The reported leak was confirmed. A cine was received and reviewed by an abbott vascular clinical specialist who concluded that the angio films did not provide definitive visual evidence that there was a malfunction seen with the abbott device. No further conclusions can be made based alone on the images provided for this incident. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported patient effect of dissection is listed in the xience proa everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. The investigation was unable to determine a conclusive cause for the reported leak. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The xience proa is currently not commercially available in the u.s; however, it is similar to a device sold in the u.s. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional mini trek device referenced is being filed under a separate medwatch report.

Event description:
It was reported that the procedure was performed to treat a lesion in a coronary artery. A 2.0x12mm mini trek rx balloon dilatation catheter was advanced without reported issue and was inflated; however, the balloon was not able to hold pressure and was subsequently removed. A 2.75x18 xience proa rx stent delivery system (sds) was then advanced without reported issue and was attempted to be inflated; however, the shaft was noted to have a hole 15 cm proximal to the balloon/stent and pressure was escaping the device. While the sds was being pulled back [removed], a dissection occurred. The dissection was repaired. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.